Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the atrial fibrillation procedure, air was continuously aspirated when removing air after inserting the sheath into the patient¿s body according to the instructions. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.